Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should be received the devices for evaluation.

Event description:
Customer reported a communication error event. Dopamine and epinephrine were infusing at the time of event. The patient had just come out of the cath lab and was on heart and blood pressure medication. The customer is not sure if the alarm did or did not sound when the error occurred. At least 2 of the 4 attached pump modules had visual alarms. There was no report of patient harm or medical intervention. Although requested, no additional information was provided. Manufacturer's report number: 2016493-2014-00055. (B)(4).